Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was admitted to the hospital with urinary retention. On (B)(6) 2025, at 11:53, a 20-gauge disposable three-lumen urinary foley catheter was placed. After insertion, 10 ml of normal saline was injected into the catheter balloon. During the retention period, the catheter was checked and found to be securely fixed and patent. At 19:59, the patient reported that the urinary catheter had spontaneously dislodged. Upon examination, the catheter balloon was found to be leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was admitted to the hospital with urinary retention. On (B)(6) 2025, at 11:53, a 20-gauge disposable three-lumen urinary foley catheter was placed. After insertion, 10 ml of normal saline was injected into the catheter balloon. During the retention period, the catheter was checked and found to be securely fixed and patent. At 19:59, the patient reported that the urinary catheter had spontaneously dislodged. Upon examination, the catheter balloon was found to be leaking.